Event description:
It was reported that during installation, the ventilator generated a technical error code indicating a failure of the control printed circuit. (B)(4).

Manufacturer narrative:
(B)(4).